Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 pulmonary biopsy forceps was used in the lung during a biopsy of pulmonary tumor procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the biopsy of a pulmonary tumor, bleeding of 150 ml of blood was observed. The patient was treated with epinephrine and was placed under surveillance for one night at the unit¿s recovery room. The device was tested prior to use and no anomalies were reported. The patient's condition at the conclusion of the procedure was ¿no more injury¿.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.